Manufacturer narrative:
Evaluation summary: we checked the returned product and confirmed that the light guide fiber bundle (lcb) break was caused due to an excessive force applied on the lcb. In addition, we confirmed that the ccd module disconnection and the angle wire play; however, these are not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This report is being filed as part of the pentax backlog management plan.

Event description:
Lcb broken, reduced to 85 / 80. The time of event is unknown. There was no report of patient harm.